Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, omsc considered that this phenomenon was attributed to the failure of power supply board of the subject device. The exact cause of the failure of power supply board could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the training for the unspecified procedure using the subject device, it was found that the power of the subject device was turned off more than thirteen minutes after startup. Then, it was found that the subject device returned to normal after cooling of the subject device. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension.there was no report of patient injury associated with this event.